Manufacturer narrative:
(B)(4). A non-covidien service provider checked the ventilator properly found air supply loss alarm on turning on. The service provider cross checked with standby ai printed circuit board (pcb) and then problem was resolved. The ai pcb will need to be replaced. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator lost air supply. There was no patient involvement.